Event description:
New information received notes that the patient was stable and will continue to be monitored instead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non sustained right ventricular (rv) oversensing via merlin.net transmission. The far p wave oversensing events were sensed on the rv lead. Programming change was discussed.

Event description:
New information received notes that programming change was made but the issue is still persisted. Further programming changes were discussed.